Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2012692: 90 items manufactured and released on (B)(6) 2020. Expiration date: (B)(6) 2025. No anomalies found related to the problem. To date, 79 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 7 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.